Event description:
It was reported that particulate matter (PM) was found within the tubing of a CONTINU-FLO Solution Set. The issue was identified during infusion. Upon identification of the issue, the IV set was clamped, removed from use, and reported in accordance with organizational procedures. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
B3: Event Date / Concomitant Therapy Date: May 2026.D4 UDI: As the lot # is unknown, the UDI will consist of the primary DI number only.Should additional relevant information become available, a supplemental report will be submitted.